Event description:
It was reported that during an unk procedure, the active blade on the device broke. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.